Event description:
It was reported that during a da vinci si pulmonary wedge resection procedure, the double fenestrated grasper instrument cable was off track. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found a derailed and loose grip cable at the tip of the instrument. The grip cables were loose, but not visibly broken at the wrist. The one grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed to find one grip cable broken near the back clamping pulley cable groove. The clamping pulleys exhibited white residue around the cable grooves. The other backend cables were undamaged. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .036 - .172 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. - do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.